Event description:
It was reported that during a patient event, platform stopped compressions after 10 seconds and powered off. Manual CPR was administered. Autopulse was started again. Compression stopped a total of 3 times. On the way to the hospital, compression stopped 2 additional times, but the system did not power off. Despite the interruptions, the platform worked for 26 minutes until the patient was removed from it. During maintenance check, autopulse started when battery was inserted. Platform was shut down and restarted, but compression stopped after 10 seconds. No other information was provided. There was no patient impact.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.